Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 936 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the customer allowed the pump to deplete of insulin, preventing any further insulin deliveries and the customer also allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: the pump detected that the cartridge is empty and all deliveries have stopped. In this case the pump alarms will re-notify every 3 minutes until the alarm is cleared, the cause of the alarm is addressed and then insulin delivery is manually resumed.